Event description:
It was reported that there was right ventricular lead oversensing due to double counting the non-sustained ventricular tachycardia as ventricular fibrillation. No shock was delivered. The lead's sensitivity was reprogrammed and the lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the lead was not returned for evaluation. However, data was collected from the device and analyzed. Analysis revealed that there was oversensing. There was one vf (ventricular fibrillation) equaling 190 ms v-cycle on (B)(6) 2012 05:20:56.